Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable troponin I stat results for qc material and one patient sample. Only the results for the patient sample were a reportable malfunction. The initial result was 0.202 ug/l. The repeat result was 22.52 ug/l with a data flag and the repeat result on (B)(6) 2015 was 22.75 ug/l with a data flag. All of the results were reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 179783 with an expiration date of 12/30/2015. A specific root cause could not be identified. An erroneous pipetting was most likely the cause of the issue. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions. This may have contributed to the issue. The provided analyzer alarm data did not indicate any issues and the analyzer performance data was within specifications.